Manufacturer narrative:
An event of device embolism 30minutes after the device was placed was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the embolization was due to the patient's slim septum, and that the case was challenging. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, a 14mm amplatzer vsd muscular occluder was implant in a patient. The device was embolized a few minutes after implant (30 minutes post-procedure). No intervention, device still in the small aneurysm. The patient is stable, asymptomatic.